Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) procedure. For the fourth firing, used a manual stapling handle and reinforced reload. The surgeon tried to fire the device, however, the handle was stiff and could not squeeze it. Replaced by a new handle and connected the same reload, the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.